Manufacturer narrative:
The investigation confirmed that lower than expected vitros valp results were obtained while using the vitros 5,1 fs analyzer. The samples involved in the event were calibration fluids. Patient samples were not assayed. A definitive root cause for the event could not be determined, however, an instrument related issue cannot be ruled out. No malfunction of the vitros valp reagent was identified. Follow-up with the customer confirmed that valp performance was meeting their expectations.

Event description:
This customer obtained lower than expected vitros valp results while processing calibrator fluids as samples on the vitros 5,1 fs chemistry system analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. No erroneous valp results were reported from the laboratory. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).